Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the display, rainbow effect due to which customer was hard to read the screen. The customer reported that the unusual or grinding noises different from the normal rewind noises, had to rewind more than once and rewind was slower. The customer reported that insulin pump had button error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.